Event description:
Heparin infusing as ordered at 10ml/hr when pt was taken to radiology. Pt returned 4 hours later & the nurse noted that the heparin was then infusing at 40 ml/hr. Pt developed hematoma near the area where an aicd was placed 2 days earlier. Hematoma was surgically evacuated & pt discharged to home on dalplater. Infusion pump inspected & revealed no malfunctions. Further investigation did not reveal source of the event. The machine may have been burned or tire rate changed by unidentified source. (Cause unk).